Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensors. Customer's sensor glucose reading was 45 mg/dl but his blood glucose level was 400 mg/dl and vice versa. The insulin pump alarmed calibration error. The customer treated his blood glucose level with a 12.0 unit insulin injection. Troubleshooting was declined. A change sensor alert occurred after a second consecutive calibration not accepted alarm. The device was no returned.